Event description:
A customer reported receiving a minimum fill notification and was attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump from its case, clean the pneumatic tap area, and load a second cartridge, which resolved the issue, allowing them to place the pump back in its case and resume insulin delivery.